Event description:
Healthcare professional reported right side pain, extracapsular rupture and suspected fibroadema diagnosed via ultrasound. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed. Lump/ nodule: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. As per the investigation procedure particles deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule-breast: unable to observe since it is not related to the device. Pain-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side pain, extracapsular rupture and suspected fibroadema diagnosed via ultrasound. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.